Event description:
It was reported that the t: slim x2 pump battery would not charge, accompanied by a power source alert noted in the pump history. Blood glucose level was not adversely affected since there was no mention of a pump shutdown or inability to turn it back on. The customer managed to resolve the issue by using the original charging supplies, and the pump began charging without requiring further assistance.